Event description:
User facility medwatch received from the customer reports, "attempting to intubate during a code blue event - a #3 disposable blade made available to md for intubation but failed after multiple attempts, airway management taken over by another md attempts with the disposable #4 but could not get a view because the blade kept collapsing and the view was horrible kept this md then went back to the #3 originally used when the initial intubation was attempted. Finally, a non-disposable blade was used with successful intubation. Use of this disposable product added to delay with the intubation due to the slender blade the subglottis tissue folded over the blade obstructing the view." Event description states, "used during endotracheal intubation for cardiac arrest." Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.